Event description:
A medtronic representative reported that during a spinal fusion procedure, the lumbar probe became twisted while being used in the bone. A site representative also reported the probe was difficult to remove the instrument from a tracker instrument. The surgeon was able to finish the surgery with another probe. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.